Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator (epg)'s output connector assembly was broken. It was noted that the hanger assembly was bent, the upper case was broken and the lower case had paint wearing off. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned as a loaner instrument and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.